Event description:
A sjm mitral ring was implanted in a pt with symptomatic mitral regurgitation. Initial echocardiography revealed satisfactory valve function; however, the pt developed hemolysis and repeat echocardiography revealed asymmetric regurgitation. The annuloplasty ring was removed and a 29mm epic valve was implanted.